Event description:
It was reported that post paced t wave oversensing was observed on the implantable cardioverter defibrillator (ICD). Due to the episodes all occurring on one day, the clinician planned to closely continue monitoring. There were no reported patient consequences.